Event description:
The customer reported to customer svc that her pump is not emptying her breasts, she now has mastitis.

Manufacturer narrative:
The customer was sent a replacement pump. The product involved in the complaint was not returned for eval/investigation at the time. Therefore, no conclusions can be made as to the cause of the event. Should additional info or the original product be received, resulting in new changed, or corrected info, a f/u report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.